Manufacturer narrative:
The actual sample was not returned for evaluation. As this complaint was regarding customer feedback from an engineering evaluation only, there were no affected samples available for evaluation; therefore, no test methods were performed. The description of the feedback does not indicate that there was an actual occurrence, only a comment about the product. Product information was not provided, including the affected lots and a review of the device history records could not be conducted. This information has been acknowledged and is under review by terumo; however, the complaint is not confirmed. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
During the engineering design and control process, the user facility provided terumo cardiovascular systems corporation with feedback regarding the beating heart product line. The feedback was regarding concerns about the hardness of the material of the atlas positioner causing hematomas. This complaint is based on customer feedback alone, and not on an actual event occurrence; therefore, there is no patient or surgical effect.